Event description:
It was reported that during cardiomems implant, the sensor stuck to the delivery system after deployment. An interventional cardiologist was brought in to the procedure room to assist. A balloon catheter was used to bump the cardiomems sensor off the delivery system and into the target vessel. The physician felt the delay to procedure time was clinically significant to the patient. No additional medication were required. The sensor was calibrated successfully.

Manufacturer narrative:
One cardiomems delivery system catheter used during the procedure was returned for investigation. Visual inspection of the catheter was normal with no damage but showed usage as dried blood was observed on the catheter. Visual inspection of the hub of the catheter was found to be normal but the cap of the hub was missing and dried blood was observed within the hub indicating usage. The sensor was not tethered and was not returned due to deployment. The outer diameter of the catheter measured to be within specification. The event could not be reproduced and assessed for the sensor being stuck to the delivery catheter due to the sensor not being returned as it was deployed. The results of the investigation are determined to be inconclusive. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures.